Manufacturer narrative:
(B)(4). It was reported that during pre-op planning, the computer for pre op planning experienced 3 shutdowns and was slowed down. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the technical root cause of the first shutdown cannot be determined (software crash). The technical root cause of the second shutdown is design defect br-97. The technical root cause of the third shutdown and the slowdown of the computer for pre-op planning is a use error, acquisition protocol was not followed (requirements on images resolution).

Event description:
Rosa computer for pre op planning shut down 3 times during planning for seeg. The computer for pre op planning also has been lagging when it comes to planning trajectories.